Event description:
Sealing procedure unremarkable. Thirty minutes post deployment the pt's foot became cold and pulses were lost. Doppler ultrasound was used to confirm the presence of a localized occlusion in the popliteal artery. The pt was taken to the o.r. For surgical intervention. Event resolved without add'l complications.